Event description:
Rep reports that a set of twins had the evd bactiseal implanted for 3 weeks and both patients aquired a yeast infections within the csf. Twins are reported to be in stable condition.

Manufacturer narrative:
The rep has confirmed that the product is not available for evaluation. Since no product and/or lot information have been provided, codman is unable to condtuct a proper investigation. Codman has however identified sales dating aback to january for this particaular account. A review of the sterilazation process for the lot identified will be reviewed to ensure that the particlar lots were processed properly. We anticipate that the review will reveal that the product conformed to all specification prior to being released to stock. If anythin otherwise has been revealed, a follow up report will be filed, trends will be monitored for this and/or similar complaints. At the present time. This complaint is considered to be closed.